Manufacturer narrative:
(B)(4). Concomitant medical products - unknown tibial tray, unknown femoral component. Therapy date unknown. Initial reporter: aaron j. Johnson, siraj a. Sayeed, qais naziri, harpal s. Khanuja, and michael a. Mont ¿minimizing dynamic knee spacer complications in infected revision arthroplasty¿ clin orthop res (2012) 470:220-227. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that after reimplantation arthroplasty, a patient required surgery for hematoma formation, lysis of adhesions, and a polyethylene exchange. One year after this procedure, the patient remained free of infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.